Manufacturer narrative:
Pump successfully downloaded traces and history file using thus. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. No change sensor messages noted during testing. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, corroded battery tube, cracked battery tube case, corroded motor home switch, and pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment during analysis. Customer alleged loss of connection with transmitter was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had alert saying that insulin was suspended and no button was pushed for a period of time it is on. Customer stated there was no response from any button. Customer stated they did not receive stuck button alarm. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Troubleshooting was performed but customer again received same alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.